Event description:
It was reported that the system 9800 intermittently would not initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the single board computer upgrade needed to be installed. The sbc upgrade and all associated circuit boards and cables was installed to ensure compatability. The system was tested and found to be working as intended and placed back into the service.